Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the lead had perforated, via review of x-ray. The lead was successfully repositioned and no pericardial fluid was observed on echo.